Event description:
A fractured retrievable inferior vena cava filter presented for retrieval. A CT angiogram of the abdomen and pelvis was performed prior thoracic aortic dissection repair, configuration and size are stable. Ivc filter fracture discovered with 2 of the legs partially embedded in liver. Initial placement was in 2013.